Event description:
Event description guidant received information that when setting up this device for implant, a guidant sales representative noted that the battery voltage is 2.68v and the box states 3.25v. Rep is unaware of anything that may have caused this. The device haas been in his possession for about a month. The ubd is 6 july 2005. ,